Event description:
The complainant had an impella cp placed to support a patient admitted in with known cardiac history. The pump was placed but the single access site had a hematoma and a little bit of pericardial effusion while on support. The pump was explanted and the patient survived. Additional information was received. The hematoma was not at the groin. It was a hematoma due to percutaneous coronary intervention of a venous graft from a coronary artery graft out of 1997. The hematoma was in the right ventricle myocardial wall and was not related to the impella but to the percutaneous coronary intervention. The impella pump was not collected for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: big hematoma as before, little bit of pericardial effusion. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1990598. Device history batch subcomponent lot: n/a. Device history review device with sn: (B)(6) passed all post sterile inspection checks.